Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a pretest, on injecting sterile water, the water leaked from the inflation valve. There was no balloon tear/rupture and the water leaked from the valve mentioned as backflow. The catheter was inserted by hand and no materials possibly came in contact with the catheter.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured by hanscent. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier ¿ hanscent. The deformation at the tip of the syringe is the root cause that contributed to the leak; however, the root cause of the deformation is unknown. No failures were found within the supplier investigations. Both flex and hanscent showed no clear evidence that the failures occurred during their processes. Hanscent did not find any root cause of the leakage. All processes within hanscent were under control and no deformation and leakage were found in production retain samples, inventory, and simulation production products, no leakage record in DHR. As bd will no longer be using hanscent and flex for the syringes, this investigation will be concluded as cause unknown. Prime care will become bd¿s qualified supplier. DHR review is not required. A labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that during a pretest, on injecting sterile water, the water leaked from the inflation valve. There was no balloon tear/rupture and the water leaked from the valve mentioned as backflow. The catheter was inserted by hand and no materials possibly came in contact with the catheter.